Event description:
The manufacturer received information alleging difficulty breathing/short of breath and device will not turn on. There was no report of medical intervention. No additional information can be requested at this time. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.